Event description:
It was reported that the lead displayed t-wave oversensing. The lead was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).